Event description:
Caller reported alarm 2 followed by alarm 26. There was no adverse impact to the customer's blood glucose level. Caller was instructed to disconnect from the site, load a new cartridge, and deliver a 9-unit bolus, which completed successfully. A one-time pump replacement was provided, and the caller will use mdi as backup therapy.